Event description:
It was reported the patient's device system was removed last week but a piece of the lead was left in the patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v054411, implanted: 2007 (B)(6), product type lead, product ID 3095-10, serial# (B)(4), implanted: 2007 (B)(6), product type extension, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).